Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis patient contact reported that the patient received an air detected in cassette alarm. When disconnecting the patient from treatment fluid was noted in the cassette door. The cycler has been replaced. Additional information has been requested but not provided